Event description:
It was reported that when the doctor began to use the controller, metal shavings began to show in the joint. A backup device was available to compete the procedure with no patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.